Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, the patient's pda was closed with a 3-4 mm amplatzer duct occluder ii (adoii) which was observed to be well-seated on angiogram. The following day, an echo noted that the superior disc in the pa appeared flipped and there was a residual shunt which was closed using a 4-4 mm ado ii on (B)(6) 2016. Per report, the patient was discharged post-procedure.